Manufacturer narrative:
Fiber analysis: the total length of the fiber is 11 feet 10 inches. Distal end of the glass fiber was broken and exhibited signs of mild devitrification. Distal end of the glass fiber extended 2 mm from the blue jacket. There were some black marks under the blue jacket, 5 mm from distal end of the blue jacket. The possible root cause: excessive bending.

Event description:
It was reported that while using the surgical fiber during a procedure, the blue fabric liner (jacket) on the fiber started peeling back and became loose following immediate insertion of the fiber into the scope. The procedure was continued with a second fiber. After approx 9 minutes, the fiber broke off and was left inside the kidney which could not be retrieved. Lasing was ceased and the pt was stented. The procedure was completed with a second fiber. Pt outcome reported as: "no known adverse pt outcome."